Event description:
It was reported that during a procedure, the distal of navistar catheter suddenly became extremely noisy. After disconnecting and reconnecting the cables, replace all cables including indifferent electrode cable, and the catheter was replaced with a like product, the signals cleared and there was no more noise reported. In addition, the signals on the lasso catheter were very noisy when the physician was moving around and took a long time to settle and clear when in a stable location. The original lasso cable was switched out with no improvement. The physician completed the case without any patient consequence. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that the ring #1 squashed and sharp on the proximal end, the ring #20 has been squashed and proximal side is sharp, and the electrode ring #19 was damaged on proximal side with very small piece of foreign material stuck to it. This condition was not reported by the customer. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report. The foreign material had been sent for material identification, pending result at the moment.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. The concomitant product: navistar thermocool, model # d-1197-17-s, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and was observed that some of the rings were damaged and underneath ring # 19 there was a light blue foreign material caught in it not reported in the original complaint. A ft-ir test was performed to in order to identify the type of foreign material, the results demonstrated that the particle is a cellulose/hemicelluloses - based material. It is unknown how the ring was damaged and the origin of the foreign material. The catheter was evaluated, per the complaint description, for electrical resistance and current leakage properties, and the catheter was found within specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint could not be confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.